Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. It was also reported that the customer received an incomplete bolus alert. Tandem technical support educated the customer to complete the process before exiting the bolus screen. It was reported that the customer went to the emergency room and subsequently hospitalized in the intensive care unit with an elevated blood glucose (bg) level of 790 mg/dl, with high ketones. Customer was treated intravenously with fluids of saline and insulin. System check with tandem technical support confirmed the pump was functioning as intended.